Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer reported that after keeping the pump plugged in for 30 minutes the alert had not reoccurred after charging the pump. The customer¿s blood glucose was 137 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.